Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure one of the pull wires disconnected and the jaws would not open or close. Nothing detached within the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Additionally it was noted that the device was inspected and tested prior to use and no anomalies were found. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Additional information: the device was inspected and tested prior to use and the device became stuck in an open position and would not close. It was reported that the account thought the pullwire was broke.

Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent. The device pullwires were found to be intact and undamaged. No abnormalities were noted to the device riveting or welding; both of which were within specification. Functionally, the unit was not tested due to the return condition. The complaint of jaws unable to close was not able to be confirmed due to the device return condition. Additionally, no pullwire damage was observed. The user confirmed that the correct device was returned for evaluation. As there are controls in the manufacturing process that exist to limit product performance issues, the most probable root cause is handling damage. (B)(4).

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure one of the pull wires disconnected and the jaws would not open or close. Nothing detached within the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Additionally it was noted that the device was inspected and tested prior to use and no anomalies were found. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.